Event description:
It was reported when using the pyxis medstation es system had screen frozen and unable to recover. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the application being locked. A field service engineer turned off the switch, disconnected the battery and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.